Event description:
It was reported that lead exhibited via the merlin.net transmission, oversensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the lead was received in two pieces. The insulation was abraded at 24.3 cm to 25.6 cm from the electrode tip which exposed the outer coil. This likely contributed to the reported over sensing. The abrasion was consistent with constant friction with another implantable device.